Event description:
It was reported that the patient developed an infection at the ipg incision site. Symptoms of swelling and drainage at the site were noted. The cause of infection was not related to the procedure or device. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted ipg, lead and clik anchor were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7086167. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: na. Batch: 33734673.